Manufacturer narrative:
Evaluation of the returned lantern confirmed ovalization on the distal shaft and fractures on the catheter shaft. Based on the reported event, the root cause of the distal ovalizations could not be determined. This damage likely contributed to resistance while advancing the coil during the procedure and may have contributed to resistance during retraction. If the device is manipulated against this resistance, damage such as kinks and subsequent fractures may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted a pod pc into the target vessel using the lantern. While advancing a new pod pc through the lantern, the physician experienced resistance and decided to retract the pod pc. However, resistance was still encountered. Therefore, the lantern containing the pod pc was removed. Upon removal, the physician found that the lantern was ovalized near the distal end. It was reported that the lantern was also fractured between the distal end to mid shaft. The procedure was completed using a new lantern and four additional pod pcs. There was no report of an adverse effect to the patient.